Manufacturer narrative:
Investigation included technical support troubleshooting and user guidance. Investigation of this case revealed that the issue was consistent with a communication or connectivity problem without evidence of device damage or sensor failure. It was concluded that the event involved a temporary pairing failure, resolved or expected to resolve with standard re-pairing steps, with no patient harm.

Event description:
It was reported that a user experienced a bluetooth pairing failure between the dexcom g7 sensor and the ilet, indicated by a pairing failed alert, after which troubleshooting was performed that included forgetting all dexcom devices in the phone¿s bluetooth settings, toggling between dexcom g6 and g7 within app settings, and re-pairing the sensor with instruction to allow up to 30 minutes for connection. Symptoms included no reported changes in blood glucose or adverse clinical effects. Outcomes included no medical intervention, no impairment, and continued device use after education.